Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): measurement of flow rate is wrong.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was visually and functionally examined. The sample was contaminated and showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec (B)(4). Was performed. All measured values are within our specification. No damages, which were able to cause the malfunction, were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.